Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Per the opinion of the physician, there was no special circumstance that caused the infection, this was considered a normal pacemaker pocket infection. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
The patient was implanted on (B)(6) 2023. On (B)(6) 2024, the patient reported that they experienced redness and bleeding at the incision site coinciding with a 102 fever. On (B)(6)2024, the surgeon found puss in both the pocket and the neck incision and decided to explant the ipg and the csl. The patient received antibiotics in the form of vancomycin / cefazolin administered via IV and vancomycin impregnated beads implanted in chest pocket and neck incision following device removal. Cultures were taken and sent to pathology for analysis and the chest wall, tissue, and tissue swab all tested positive for mssa. Per the opinion of the physician, there was no special circumstance that caused the infection and mentioned this was considered a normal pacemaker pocket infection. The patient was discharged on (B)(6) 2024 and per the surgeon, the incision sites looked good. The patient was prescribed doxycycline for 14 days. The device was returned to cvrx on (B)(6) 2024 after it was reviewed by pathology.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11 the reported ipg and csl were received at cvrx for analysis. Visual inspection revealed no issues. Review of the ipg event logs determined electrocautery was likely used during the explant resulting in exceptions. While the cause of the infection could not be conclusively determined from device analysis, there was no indication the device caused the infection. Per the opinion of the physician, there was no special circumstance that caused the infection, and it was considered a normal pocket infection. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).